Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient developed a yeast infection underneath her breast. The irritation was described as red skin. Follow-up indicated that the patient's nurse used a cream and the irritation had since cleared.